Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a coiled wire identified within the fundus/a coiled wire identified within the base of the lumen.') And endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, left lower quadrant pain, dysmenorrhea and cervix deformity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy with bilateral salpingectomy , diagnostic laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device and endometrial ablation to be related to essure. The reporter commented: in source document history of essure tubal with later endometrial ablation procedure was mentioned but indication is not given. Hence captured as an event. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device and endometrial ablation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a coiled wire identified within the fundus/a coiled wire identified within the base of the lumen.') And endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, left lower quadrant pain, dysmenorrhea and cervix deformity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy with bilateral salpingectomy , diagnostic laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device and endometrial ablation to be related to essure. The reporter commented: in source document history of essure tubal with later endometrial ablation procedure was mentioned but indication is not given. Hence captured as an event. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device and endometrial ablation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.